Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing blurry reading vision. She also reported laser treatments were done on both eyes. The consumer did not provide follow-up information for the surgeon; therefore, the surgeon could not be contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. There was not enough information was provided from the account to properly complete an investigation. Additional information, including the surgeon's contact information, was requested from the consumer on (B)(4) 2012, by phone and email. The consumer has not responded; therefore, follow-up with the surgeon could not be concluded. (B)(4).